Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification (phaco) tip with part of phaco tip in wrench and other half of phaco tip was received in a plastic cup with lid. The returned phaco tip was visually inspected and was found to be non-conforming, broken at the cone to cannula transition area, and cracks on the cannula of both broken pieces. The back hole was concentric. Uneven wall thickness was observed on both broken pieces. Wear was observed on the threads, back of flange, and nut corners consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed and a nonconformance record opened for this file is for the defect of uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the phacoemulsification (phaco) tip was broke off in the patient's eye but remained securely within the sleeve and did not come loose during the cataract [with intraocular lens (iol) implant] surgery. The phaco tip was removed during the same surgery without requiring the surgeon to remove the broken piece directly. The surgery was completed on same day by replacing the phaco tip. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).